Manufacturer narrative:
(B)(4) date sent: 6/30/2025. B3: publication year of 2020. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: a comparison of the use of the ultrasound knife and the single-pole electrode knife in surgery for micropapillary carcinoma of the thyroid gland. Author: lin zhidong zhang jinsong song xue. Citation: fujian medj (december 2020); vol. 42, no. 6: 86-87. The aim of this retrospective study was to explore the effect of the ultrasound knife and the single pole electrode knife in the operation of thyroid micropapillary cancer. Between february 2014 to february 2016, a total of 110 patients who underwent surgery for microthyroid cancer were included in the study. Of these, 55 patients (27 male and 28 female; average age of 45.55 ± 2. 34 years [age 20 to 68 years]) who performed surgery with an ultrasound knife were included in the ultrasound knife set. The ultrasonic knife set uses focus ultrasonic knives (manufactured by johnson & johnson at a frequency of 55.5 khz). Reported complications include loss of the laryngeal nerve (n=2), peri-oral limb paralysis (n=1), and hypocalcemia (n=2). In conclusion, the use of the ultrasound knife in the operation of micropapillary cancer of the thyroid gland is good, can reduce the bleeding volume, and have less effect on the parathyroid gland and laryngeal nerve function, and can also reduce the incidence of complications to a certain extent. Helps to improve prognosis.